Manufacturer narrative:
This report is submitted on november 01, 2023.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (specific date not reported) due to poor magnet retention. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient receives steroid injections on a monthly basis (specific date and duration not reported). This report is submitted on april 04, 2024.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on december 01, 2023.